Event description:
Although I'm not certain about the date of my lasik eye surgery, there were problems from this surgery. Initially, the doctor reversed the monovision, mistakenly treating my right eye for near vision and my left eye for distance. Afterwards, when I couldn't see clearly, the doctor realized his mistake so he repeated the surgery on my right eye to make it for distance, too. Therefore, I didn't end up with monovision because of his mistake. Another problem was that my vision was approx 20/40 in one eye and 20/30 in the other until approx two yrs after the surgery. The doctor advised me to put drops in my eyes every day to dilate my pupils, so I could see better. He said I would need to wear sunglasses because of the light entering my eyes from this dilation. Needless to say, I didn't do this ridiculous procedure! However, after approx two yrs, my vision has improved to an acceptable level. This litany of problems sound like I went to a fly-by-night clinic, however, I went to a respected ophthalmologist.